Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - (B)(6).

Event description:
It was reported that there was a malfunction resulting in loss of powerâ and subsequent loss of mechanical ventilation. There was no patient involvement.